Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the station was down. The field service engineer (fse) first checked whether the device was plugged in. The power outlet was changed, and the power cord was inspected. Next, the e-drawer was opened to check for any signs of electrical activity. The communication sled was unplugged from the power source, and the fan turned on. Based on this, it was assumed that the communication sled was faulty. The sled was replaced, and the power was turned back on, but nothing happened. The power source was then replaced. After turning it on, and following a brief delay, the med station powered up. Once the system was back in service, the escort was asked to log in and inventory the medications to ensure proper functionality. The medications were successfully inventoried after logging in. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device was down. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device was down. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.